Manufacturer narrative:
The customer's test strips were requested for return and replacement product was sent to the customer. Test strip retention samples passed the internal inspection. The reporter's remaining test strip was provided for investigation where it was tested using a retention control and meter. Testing results (qc range = 2.1 ¿ 3.3 inr): qc 1: 2.9 inr. The obtained qc value was in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Medwatch field UDI number: (B)(4). Medwatch field occupation: the occupation is lay user/patient.

Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At approximately 9:30 a.m. Samples from the patient were tested on the meter and in the laboratory using an unknown method. The result from the meter was 2.5 inr and the laboratory value was believed to be 2.0 inr. The exact laboratory value could not be confirmed. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency was once every two weeks, but as of 17-may-2021, the patient was told she could switch to a frequency of once per month.